Manufacturer narrative:
The device return has been requested but has not been received to date. A plant evaluation is underway.

Event description:
A user facility reported a thermage tip had sparked during treatment. The sparks were observed after 660 pulses at a treatment level of 1.5. The procedure was performed on the face and neck area with the highest level of treatment at 2.5. Solta medical branded cryogen and 30 ml of coupling fluid were used during the procedure. This was the first time the treatment tip was activated, and it was inspected prior to operation, with no issues detected. The tip was also checked after 660 pulses when the tip had sparked. The patient did not receive any anesthetic or pain medication prior to the procedure. The day following the treatment, the patient reported a burn on their left cheek. Pictures of the patient injury were reviewed, and this event is considered a non-serious injury.

Manufacturer narrative:
The treatment tip and data logs from the patient event were not returned for evaluation. According to thermage cpt system technical user¿s manual, burns are a known potential reaction to the treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. Based on the available information, no causal factors can be determined and no conclusions can be drawn. There is currently a corrective action in place for this issue.